Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(6) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera only for the post-disinfection test and not before. Reportedly, it was decided to repeat microbial testing on the device in case of false positive result. At this time, a contamination of the device cannot be excluded. There was no known patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that a second test will not be performed on the device since the customer decided to replace the unit with another.based on the available information, a false positive result and a contamination of the sample during sampling post disinfection cannot be excluded.